Manufacturer narrative:
An approximation based on the information provided to us.

Event description:
It was reported to us that the pateint had a revision surgery due to severe instability of the knee. After surgeon exposed the knee he noticed that the post on the poly insert was snapped. Once poly insert was removed and changed to a new one, knee was stable again.